Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: the original complaint on this pump was "lever will not lift to allow for loading of tubing cassette". Biomed was able to get the level free by completely powering the unit down and restarting. Once the lever was freed, biomed ran a basic infusion cycle. This cycle completed without issue. This issue now comes when you try to run another infusion right behind the other, it will error out on a misloaded cassette. Biomed completely remove power again and then run a successful basic infusion. However, the same error message comes up when biomed tried to run another infusion. This pump is plugged in and turned on for the downloading of logs. There were no reports of any patient harm nor the any reports of the stoppage of an active infusion. Please let me know how we are going to proceed. A preliminary review of the logs identified the following issue: mechanical hardware failure (vr assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a vr hardware failure. The pump did not immediately display any signs of error or fault when testing commenced. The pump was also able to perform mock infusions without issue. The pump was reverted to manufacturing mode to undergo vr calibration and verification testing which was passed 3 consecutive times without issue. An internal investigation was performed and no hardware faults could be identified.